Event description:
It was reported there was a bent lead upon inspection. It was stated the lead was not implanted and a different product was used. It was noted the issue was resolved. It was noted the lead had a bend half way down its length.

Manufacturer narrative:
(B)(4).